Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed customer's complaint by verifying error on print out after attempting initialization and daily check. Fse removed back covers and thoroughly dried the overflow sensors and verified no blockages in waste tubing. Fse inspected bf pumps and found bf2 tubing was attached, but the zip tie was at the top of the tubing connection and partially kinking the tubing. Fse removed tie and tubing, clipped the end of the tubing and properly installed a new zip tie. Fse provided the customer with instructions on how to properly install the zip tie. The customer successfully completed quality control run without any errors. No further action required by field service. The aia-900 instrument is functioning as expected. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) through aware date. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2009] liquid leak is generated when a leakage of solution is detected at the start of measurement, so measurement will stop. Action: please contact the tosoh local representatives. [3004] liquid leak detected is generated when the drain sensor s172 detected liquid. In this case, measurement will be paused. Action: please contact tosoh local representatives. If there is no liquid leakage, check s172. The most probable cause of the reported event was due to bf tubing loose and slightly blocked by zip tie.

Event description:
A customer reported getting 2009 liquid leak error message during substrate background check on the aia-900 instrument. The customer found one of the wash probe lines disconnected and then reattached it. The customer stated any spilled liquid had cleaned. The customer attempted instrument restart but received 3004 "liquid leak detected" error. Technical support specialist (tss) instructed the customer to dry the leak sensor, but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl2) and creatine kinase mb isoenzyme (ck-mb) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.